Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The investigation was unable to perform the delivery accuracy tests for reported issue due to malfunctioning keypad buttons that caused by fluid ingression. The investigation recommended fluid ingression expulsor assembly, and keypad assembly to be replaced. According to the investigation this issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -12.04%". No reported adverse effects.